Event description:
During troubleshooting for a related report, the customer reported to baxter's technical service center that a leak was noted from the cassette door of the homechoice (hc) unit. This event occurred prior to patient connection. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) as the unit was being swapped. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.